Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complications of erosion. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral central mound mastopexy using a full vertical and horizontal t incision. 1 piece of galaform (galaflex 3dr) was used, cut into oval shape. No concomitant procedures were done. On (B)(6) 2019, erosion; right breast was reported. Per notes: on (B)(6) 2019, the right side is definitely flat requires shortening and tightening of the right inframammary fold medially and medial movement of the right nipple. Unknown action/treatment was taken. No additional details given. Resolved without sequelae on (B)(6) 2020. Review of medical affairs identified that the erosion is likely related to the device and serious.